Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on 11/04/2015, on behalf of the foreign patient to report that on (B)(6) 2015, the device was out of range for an unspecified amount of time. Also, it was reported that the insertion site was at the arm. No additional event or patient information is available. The complaint device was not returned. The complaint cannot be confirmed. It was stated that the sensor was inserted at the patient's arm. It should be noted that the intended use for the animas vibe insulin pump and cgm system states: do not place the sensor on any other sites other than under the skin of the belly (abdomen). Sensor placement has not been tested and is not approved for other sites. Sensors placed on other sites may provide inaccurate glucose readings and lead to inappropriate treatment decisions. This can result in serious injury or death.